Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 300s mg/dl. The contact did not have any additional information regarding the event. Although multiple requests were made, the customer did not reply to the requests for additional information.